Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure, the needle pulled off. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual needle was visually inspected and marks on the edge of the needle by use of the needle holder were observed. The needle condition suggests improper handling of the needle/suture.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.